Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism klebsiella oxytoca which is normally found in human intestines and stool. Therefore, based in the reported information, the patient¿s peritonitis can be reasonably attributed to contamination from the patient¿s bowel, as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is being treated for peritonitis. There were no reported issues with any fresenius device or product in relation to the event. Rather, the nurse stated the event was related to the patient¿s own bacteria. During additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2020 the patient had a pd culture obtained which yielded growth of the organism klebsiella oxytoca. Per the nurse, the patient is being treated with ceftazidime 2 grams intra-peritoneal (ip)daily and is recovering from the event. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse indicated the peritonitis was suspected to be related to contamination via the patient¿s bowels. Reportedly, the patient continues pd therapy with the liberty select cycler without any further issues.